Manufacturer narrative:
A philips field engineer (fse) and a national support specialist (nss) went onsite and reloaded the system and found no systematic issue with ix or switch configuration. Looking for root causes the nss evaluated the logs and noticed consistent message of connection issues, including data loss from devices, were due to power loss at closets for switches. The nss's root cause analysis indicated the issue was caused by a power loss in the it closet. The structural solution provided to customer was to install an uninterruptible power supply (ups) or check the batteries on existing ups. A good faith effort (gfe) conducted confirmed that philips engineers informed the customer that the power was lost on their devices. It is unknown what steps the customer has taken to fix the issue thus far. It was confirmed that device is now working intended, and the network is a philips supplied clinical network (pscn) based on the information available and the testing conducted, the cause of the reported problem was due to customer power loss. The reported problem was confirmed. The engineer provided their analysis findings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that loss of monitoring hospital wide. The device was in use on a patient. There was no report of patient or user harm.